Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead was explanted prophylactically. After the lead removal the physician noticed significant abrasions on the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the overlay tubing of the lead developed a breach due to non-electrical esc (environmental stress cracking) while in vivo. The overlay tubing of the lead developed cosmetic esc while in vivo. The analyst commented that cosmetic esc and breach due to esc on overlay tubing was found throughout the lead body. This does not affect the performance of the lead as overlay tubing does not have insulating properties. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.